Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have multiple input disks broken. Input disks #6 and #7 were found completely detached from the base of the housing. Both broken input disk was not returned with the instrument. Further evaluation found the fenestrated bipolar forceps instrument had an input disk cracked. Hairline cracks were found on pitch input disk (#5). The instrument was found to have damage of the conductor wire¿s insulation with an exposed internal wire. There were no missing pieces of conductor wire insulation. The thermal damage was observed on bipolar yaw pulley that was aligned with the damaged conductor wire insulation. The instrument passed electrical continuity test. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument was found burnt on one side of the bipolar yaw pulley. It was noted that the conductor wire had damaged insulation aligned with the thermal damage on the bipolar yaw pulley. Additionally, the instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps instrument pulley came loose. The procedure was completed with no reported injury.